Manufacturer narrative:
Patient reported he uses the same wipe to clean the catheterization area that he uses to hold the catheter for insertion. This may result in cross contamination. Cleaner catheterization techniques and other products were discussed with the user.

Event description:
Patient (user) reported he had an infection while using the hm12 a few months ago. He was prescribed an antibiotic but the infection did not go away. His doctor prescribed an antibiotic again recently but the patient stopped taking it because it made him feel bad. He plans to visit his doctor again soon to have his urine tested and be prescribed an antibiotic.